Manufacturer narrative:
(B)(4). Actual sample was received and evaluated. The result of that was satisfactory, the evaluated piece did not present the leak; therefore, the event is not confirmed and a root cause was not identified.

Manufacturer narrative:
(B)(4). A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is the same or similar to the product distributed within the u.s. The sample has been reported to be available for evaluation and has been requested a follow-up report will be filed should any significant supplemental information become available

Event description:
A customer from mexico contacted baxter to report that a leak was found at the union of the patient line and the (bag) tubing during installation check. There was no patient involvement, the product was not used.